Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of ventricular signals on the atrial channel. Additionally, data issues were observed on the right ventricular (rv) electrogram (egm). Technical services (ts) discussed these were likely due to simultaneous storage. No adverse patient effects were reported. This device remains in service.